Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Cholecystectomy - "at the moment of clipping the cystic duct, 3 clips didn't close, 4 clips were shot in the may support to find the proble and 8 clips shot didn't close, the end of clips didn't match between each other, the jaw was reviewed and it didn't show any failure, either way, the syst delivered the clips but at the moment of closing, the clips were open and crooked." Patients status "stable."

Manufacturer narrative:
Investigation summary: two (2) sterile units were returned for evaluation. Upon inspection, engineering observed no visible damage. Both units were actuated and engineering determined that the units functioned properly. The clips were fired off one at a time and conformed to all specifications. The units were disassembled for further evaluation and met all specifications. The root cause could not be determined as the actual event unit was not returned and engineering was unable to replicate the incident. Incomplete clip closure and clip scissoring as experienced by the customer may have been the result of the application structure size, or the clip application depth, which may prevent proper clip closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding and closure during manufacturing prior to packaging. In order to improve the form, function, and ease of use of its products, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary in accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.